Manufacturer narrative:
Product event summary: analysis could not confirm the reported broken atrial connector, however there is contamination inside the atrial connector which will not allow the patient cable to seat all the way in the connector. Analysis also found the upper case, lower case, and one side bail cover are broken. One side bail cover and side bail are missing. Serial number label is damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial connector on the external pulse generator (epg) was broken. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.